Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that lead fracture was also previously observed.

Manufacturer narrative:
A partial lead with the connector end measuring 13.4cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a generator change-out due to normal eri, noise was observed when the lead was plugged into the new generator and through the psa. There was no evidence of noise on the lead prior to the change-out. The lead was capped and replaced. The patient was in stable condition.